Manufacturer narrative:
H3: the investigation into the reported "pump stop" has been completed. Product was returned for investigation. The device was visually inspected and found three open lines during electrical testing. Kinks found in catheter and evidence of excessive force found on red handle at catheter kink protector. The ground wire in the red handle on the catheter side is broken. Section of visible motor cable lines in red handle are intact. No data logs were returned for investigation. As per clinical investigation, the impella 5.5 had a pump stop during support. There was an impella defective alarm. The pump reconnection did not resolve the issue and the device was removed. The investigation determined that the root cause of the pump stop issue was an open electrical line due to excessive force as seen by the broken ground wire in the red handle.

Event description:
A 56-year-old female patient underwent high-risk cardiac surgery and received hemodynamic support with an impella 5.5 smartassist heart pump. On day 7 of impella support, the impella 5.5 pump stopped and the impella was removed. The patient suffered no harm from the incident and did not require further impella support.